Manufacturer narrative:
(B)(4).

Event description:
It was reported that loss of connection occurred. It was determined that the loss of connection was related to the mobile application. A review of the share logs was performed and a loss of connection was found within the investigation window. The allegation was confirmed. The probable cause was determined to be the transmitter and display device were unable to restore the connection. The reported event of loss of connection is reportable based on the finding of the transmitter and display device were unable to restore the connection. No injury or medical intervention was reported.